Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners, reservoir tube window corners, reservoir tube window and battery tube threads. Unit received with minor scratched lcd window. (B)(4).

Event description:
It was reported via phone call, that the customer received a button error alarm. Unresponsive keypad and moisture damage to the insulin pump was also reported. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.